Event description:
A fail code 810:11.information was not provided regarding wheter or not the failure occurred during a patient infusion. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.